Manufacturer narrative:
The prisma machine was inspected by the facility biomedical technician. He was unable to duplicate the reported condition. He found that the event's history had been erased. He performed a simulated treatment and found the machine operated correctly. He verified the pressure sensors were functioning correctly. He determined that the machine was operating within MFR's specifications and authorized the return of the machine to clinical use. The prisma operator's manual, chapter 5: "alarm system", warns: "the control unit may not be able to detect disconnections of the set form the pt's catheter. Carefully observe the set and all operation while using the prisma system". While a requirement exists to detect a pressure drop in the venous line, which may occur in case of needle disconnection or venous line leakage/disconnection, the pressure drop may not be enough to cause a pressure decrease to be detected by the machine, even with pressure alarms and alarm windows properly set. This pressure drop may be less than the machine's venous pressure alarm window. This is common to all other currently marketed chronic or intensive care disalysis machines. It is unknown if the use of stopcocks in the extracorporeal circuit and the working environment where it is used, could alter the circuit pressure in a way that could prevent the prisma machine from detecting disconnections of the set. There is no evidence to suggest that the prisma machine was functioning incorrectly at the time of the access disconnection event. Gambro does not regard the submittal of this report as an admission of respsonsibility for the event. This event is being reported under the MDR 2-year rule, regardless of any pt injury.